Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient's cgm was reading low mg/dl. No bg meter reading was taken at this time. The patient self-treated with apple juice. Despite treatment, the cgm device continued to read low mg/dl, so she drank coke. After this, the patient "felt worse" (no specific physical symptoms were reported) and called 911. Once emergency medical services arrived, the patient¿s bg meter was reading over 500 mg/dl. No cgm comparison value was reported. She was treated with an unspecified IV and transported to the ER. At the ER, the patient¿s bg meter reading was 670 mg/dl. She was given zofran, myxredlin (regular insulin), and potassium as treatment. She was discharged the following day on 12/24/2024 (less than 24 hours). The patient was "okay" at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.